Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The insulin pump stopped delivering insulin. The insulin pump alarmed calibration error and change sensor. When he removed the sensor it was curved. He did not exhibit any low blood glucose symptoms. Customer's blood glucose level was 280 mg/dl. The device was not returned.